Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a lost sensor alarm. Customer's blood glucose was 424 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor and was found that the transmitter was not charged. Customer indicated that the transmitter is not correct for the sensor and troubleshooting was stopped at that point. No further information provided.